Event description:
Catheter failed to display proper image. Only 1/4 of the image was shown. Surgeon tried to use 2 different catheters and 2 different machines. Product did not cause any patient harm. Surgeon decided he did not need the ivus image and continued the procedure without it. Two failed catheters are available to return to volcano. Manufacturer response for volcano ivus catheter, (brand not provided) (per site reporter): left voicemail with volcano.